Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when using the product, the needle and thread came off and the product could not be used. The product was not used to the patient. Another device was used to complete the case. There was no patient injury.